Event description:
Surgeon reported that during an alif l3 - l4 revision, the tip of the screwdriver broke off in a screw head. Surgeon did not remove the tip of the driver or the plate. Surgeon opted to place screws from l1 to l3.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Synthes is unable to determine the manufacturer or date of manufacture without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned.